Event description:
It was reported that there was a routine pump replacement. The elective replacement indicator was going to be in (B)(6) of 2015. The patient's daily dose was not abnormally high. The patient reported doing well with the intrathecal baclofen therapy (itb) despite not having reached the optimal dose in the 7 years since implant. The physician had continued to titrate the dose very slowly. The patient reported they were definitely better with the itb. In the operating room the physician attempted to aspirate the catheter and they were not able to aspirate. Fluoroscopy was done and it was noted that the catheter appeared to be disconnected. The physician opened the patient's back and the catheter was disconnected or broken about an inch above the anchor. The physician reported that there was a break, tear or hole in the catheter as well as catheter dislodgement/migration. The location of the catheter issue was the distal spinal segment. There was no attempt to retrieve the piece of catheter that remained in the intrathecal space. Conflicting information from the physician reported that there were no catheter segments left in the intrathecal space. A new spinal catheter was implanted and connected to the new pump. The patient's daily dose was reduced to gablofen 96mcg/day from 249mcg/day. The patient was admitted for observation. It was reported that the patient was doing well and had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2008, product type: catheter. (B)(4).